Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specification as received. The evaluation revealed the returned volar distal plate is broken in half. After discussions with design engineering, it is believed that this is a cyclic fatigue related failure which occurred adjacent to the osteotomy cut site. The most likely cause(s) for the complainant's event include in-vivo loading of the device possibly causing a fatigue fracture and possibly in conjunction with bending/stressing the plate prior to implantation as well as patient non-compliance with the post-op protocol. Per product directions for use (dfu-0192), post-operatively, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress and until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the volar distal radius plate was being used for a revision surgery. The original surgery took place on (B)(6) 2016. The revision surgery was done because the patient was experiencing pain, swelling and a deformity at the original surgery site. Unaware of any trauma post-op original procedure. During the revision surgery, it was reported that the radius plate was broken in half just distal of the compression slot. Once the broken pieces were retrieved from the patient, the surgeon performed a bone graft with stimublast and implanted a new, longer plate.